Event description:
The initial attorney report alleged pain, infection (B)(6) and mesh explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - infectious disease consult notes. "Pt is on IV antibiotics after infected mesh removal in (B)(6) 2003. Pt is felt to have sepsis related to the hickman catheter. The pt is admitted to the hospital. Catheter is removed and tip is sent for culture." On (B)(6) 2006 - pt underwent laparoscopic repair of an incisional ventral hernia with composix kugel mesh and ventralex mesh. On (B)(6) 2007 and (B)(6) 2008 - pt has a non healing wound and underwent excision of wound and scar with complex secondary closure. On (B)(6) 2008 - pt underwent excision of infected mesh, an appendectomy, tissue component separation of the abdominal wall with advancement flaps, and placement of a non-bard graft. There were some adhesions of the edge of the mesh to the small intestine noted. It appears that both the composix kugel and ventralex meshes were removed in their entirety.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. The pt's attorney alleges a composix kugel mesh implant on (B)(6) 2004, this was reported to the FDA in accordance with rae-(B)(4). However, the medical records provided did not include info regarding a composix kugel mesh implant in 2004. See MDR 1213643-2012-00132 for info related to the composix kugel mesh implanted on (B)(6) 2006.